Event description:
Boston scientific corporation became aware of an event involving a spyglass ds endoscope through the article, modern endoscopic technologies for chronic calcifying pancreatitis, by dynko v.yu., et al. The study aims to evaluate the effec-tiveness and safety of electrohydraulic lithotripsy of calculi of the main pancreatic duct using ultrathin spyglass ds endo-scope. According to the article, 29 patients with chronic calcifying pancreatitis and obstructive calculi of the main pancreatic duct were enrolled between 2018 and 2023. During the procedure, spyglass was inserted via guidewire into the pancreatic duct through the major duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp). Electrohydraulic lithotripsy was performed using an autolith touch electrohydraulic lithotripsy generator combined with a 1.9 fr probe. The process of crushing was carried out under constant delivery of saline solution. Per the article, two study patients developed acute post-manipulation pancreatitis who successfully responded to conservative treatment. Please see the referenced article for full details.

Manufacturer narrative:
Block b3: approximated based on the year the study was conducted. Block d4, h4: the article did not provide the device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: dynko vyu, kulagin vv, gabriel sa, mamishev ak, durleshter vm, makarenko as, gritsay ad. Modern endoscopic technologies for chronic calcifying pancreatitis. Pirogov russian journal of surgery. 2024;6:15-19. (In russ.). Https://doi.org/10.17116/hirurgia202406115. Block h6: imdrf patient code e1021 captures the patient adverse event of acute pancreatitis.